Event description:
The pt developed a skin flap infection. Treatment with antibiotics was unsuccessful. No plans for reimplantation have been made. This pt was implanted and resides outside of the USA.